Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported an unspecified issue with the pump modules. No further information was provided. There was no patient involvement. Bd received additional information. It was reported that the device has "sear damaged/cracked." Although requested, no additional information has been provided.

Event description:
It was initially reported an unspecified issue with the pump modules. No further information was provided. There was no patient involvement. Bd received additional information. It was reported that the device has "sear damaged/cracked." Although requested, no additional information has been provided.

Manufacturer narrative:
Omit: b17 - device not returned, c07 - mechanical problem identified, d15 - cause not established. Additional information: imdrf annex c and d codes.

Manufacturer narrative:
Omit: b15 - analysis of information provided by user/third party. Correction: manufacturer narrative. Investigation summary: the reported issue of sear damaged/cracked was confirmed. 3 pump modules were received in dchu of a total of 24 for this investigation. The remainder received pump module were routed to the repair center. ¿ visual inspection of the provided photo, pump modules was observed with damage/breakage of the sear right-side leg. ¿ an attempt to replicate the sear breakage on the returned pump module was performed by dchu (designated complaint handling unit). The resulting investigation performed was successfully able to reproduce the breakage observed in the returned samples. ¿ bd mechanical engineering conducted impact testing on sample sears exposed to virex tb cleaner for 96 and 120 hours which revealed brittleness in the polycarbonate material. ¿ due to the brittleness of the sear material, impact testing showed breakage identical to that observed in the hospital-returned samples. ¿ bd alaris system with guardrails suite mx user manual notes cleaning and disinfecting procedures, page 2 states, ¿use only disinfectants approved by bd to clean and disinfect the bd alaris system. ¿ perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. ¿ the alaris pump module device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the 3 received devices door latch and sears need to be completely replaced. Devices were opened for investigation, please re-toque all screws. Repair center should follow their normal processing of the device, looking for any incidental issue prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported sear damaged/cracked is being attributed to the use of a non-approved cleaning chemicals which lead to plastic embrittlement and environmental stress cracking. The are no similar complaints identified from this lot of sears or other lots shipped to facilities in the last 12 months. Bd mechanical engineering also confirmed that sears exposed to virex tb resulted in identical breakage as was observed by the facility. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex b code.

Event description:
It was initially reported an unspecified issue with the pump modules. No further information was provided. There was no patient involvement. Bd received additional information. It was reported that the device has "sear damaged/cracked." Although requested, no additional information has been provided.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of damaged/broken sears was confirmed on 24 not returned samples pump modules. There was no report of patient involvement. Visual inspection of the provided photo, pump modules was observed with damage/breakage of the sear right-side leg. Bd mechanical engineering conducted impact testing on sample sears exposed to virex tb cleaner for 96 and 120 hours which revealed brittleness in the polycarbonate material. Due to the brittleness of the sear material, impact testing showed breakage identical to that observed in the hospital-returned samples. Bd alaris system with guardrails suite mx cleaning and disinfecting procedures, page 2 states, ¿use only disinfectants approved by bd to clean and disinfect the bd alaris system. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device was reported with no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported sear breakage is being attributed to the use of a non-approved cleaning chemicals which lead to plastic embrittlement and environmental stress cracking. The are no similar complaints identified from this lot of sears or other lots shipped to customers in the last 12 months (248,644 large volume pump devices). Bd mechanical engineering also confirmed that sears exposed to virex tb resulted in identical breakage as was observed by the facility. Bd engineering to continue to investigate supplier/molding processes to identify opportunities to continue to strengthen the sear. Many devices corresponding to the same failure have been previously investigated at skyline medical center. Another possible cause is that the force applied when closing the door without proper care may have caused the door sear to break or become damaged. The are no similar complaints identified from this lot of sears or other lots shipped to customers in the last 12 months (248,644 large volume pump devices).

Event description:
It was initially reported an unspecified issue with the pump modules. No further information was provided. There was no patient involvement. Bd received additional information. It was reported that the device has "sear damaged/cracked." Although requested, no additional information has been provided.